Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a reservoir leak. Customer stated insulin was leaking out of their reservoir. It was found insulin was visible around the reservoir compartment. Customer did not observe any cracks or splits around their reservoir. The customer's blood glucose was unknown. No additional information provided.